Manufacturer narrative:
Siemens has shown due diligence in attempting to have the customer return the instrument for investigation however, the customer has not responded. Without the instrument, no investigation can be performed. The cause of this event is unknown.

Event description:
The customer reported smoking from their CT status+ instrument. This device was plugged in to the power outlet when it started smoking. The customer is unaware if the device had batteries inside. The customer noted that half of the screen went black and the other half did not turn on. There is no report of harm due to this event.